Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system server had an issue where rabbit services were stopping automatically. A technical support specialist (tss) assisted with the device server reboot process for the carefusion coordination engine (cce) and plx servers. The iest agent completed the cce server reboot process. The plx agent completed the plx server reboot process. The customer support center (csc) agent completed the device server reboot process. The tss confirmed that once the server reboot process was completed, the customer verified that plx scanning was working. The pse agent stated that the errors indicated memory exhaustion at the time of the issue, which is why restarting the server resolved the problem. The pse agent suggested that the hospital information technology (hit) team reset the print spooler folder and review the printers to ensure they were using the correct drivers. The pse also advised confirming that the printers were on an internet protocol (ip) port and not on wsd. Hit completed the pse agent recommended fix. The tss confirmed that the customer verified the issue was resolved. The csc agent rechecked the ram utilization and found that the system logs last recorded a resource exhaustion detector event. Since then, no additional random access memory (ram) utilization issues have been reported, and the tss emailed the customer to open another case if the company needed to be involved in the root cause analysis (rca) process. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server system had an issue where rabbit services were stopping automatically and user was unable to scan using the barcode scanner. The device was not recognizing any medication labels and was displayed the error message: no order found. The user also mentioned that a similar issue occurred previously when rabbitmq was not running. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.